Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation following an unrelated medical procedure. The pt had some sort of traction applied to his body. He had good stimulation and pain relief up until this point. The (B)(4) showed the ins was used on a regular basis and the battery was properly maintained. The lead impedance measurements were greater than 3,600 ohms on electrodes 0-7 and 14. The device was going to be reprogrammed using 8-13 and 15 since no stimulation was available with 0-7 electrodes no matter how high the amplitude was turned up. X-rays confirmed that everything appeared to be intact and in the correct location. A revision surgery was scheduled for (B)(6) 2011. Add'l info was requested.